Manufacturer narrative:
The components were revised as a result of elevated metal ion concentration. The returned components were evaluated and appear to have been extensively damaged during the revision procedure, likely as a result of a number of failed attempts to remove the head and the strong fixation of the stem to the bone. It would appear that the modular femoral head was experiencing adverse wear; however, with the evidence provided the cause of the adverse wear could not be determined, although positioning could have been a factor. It was also noted that the taper adaptor and stem components had fused together. Although the reason for this cannot be deduced with the information provided, it could have been related to many factors, including elevated stresses as a result of positioning, taper cleanliness and assembly procedure. Without further information, no other conclusions can be drawn.

Event description:
It was reported that patient underwent primary surgery on an unknown date. Revision procedure was performed on (B)(6) 2014 due to abnormal metal ion levels. The head and stem could not be disassembled, so the stem was revised as well.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Items are to be returned for evaluation. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA.